Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappeared.